Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a loss of therapeutic effect. The pt had "good" relief for the (B)(6) after implant, but then lost relief (B)(6). There was no stimulation sensation. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.